Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous common iliac artery. A sterling otw 8.0 x 20/80 balloon catheter had been selected and advanced to treat the target lesion. The balloon was inflated once to 10 atms and ruptured. The procedure was completed with a different sterling balloon catheter. No patient complications were reported and the patient's status is good.